Event description:
It was reported that a nurse was having difficulty communicating with all generators. Troubleshooting was performed; however, the issue was not resolved. The product has been returned to the manufacturer for analysis; however, device evaluation has not been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.